Event description:
As reported: "original surgery approximately 1 year ago. Revised for tibial subsidence." Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event an event regarding malposition and loosening involving a triathlon baseplate was reported. The event was confirmed via clinician review. Method & results -product evaluation and results: visual: photos were provided for review, a review of provided photos indicate recently explanted devices covered in blood and tissue. Nothing remarkable observed. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the x-ray provided shows a press fit tka. The tibial component shows latencies about the keel and has subsided consistent with loss of fixation. The implant sheet documents revision of the tibial component to a universal baseplate and cemented stem. Loss of fixation of a press fit tibial component requiring revision tka surgery is confirmed. The cause of this biologic/mechanical failure cannot be determined from the limited documentation provided." -product history review: review of the device history records could not be performed as lot details were not provided. -complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusions: a review of the provided medical information by a clinical consultant indicated: "the x-ray provided shows a press fit tka. The tibial component shows latencies about the keel and has subsided consistent with loss of fixation. The implant sheet documents revision of the tibial component to a universal baseplate and cemented stem. Loss of fixation of a press fit tibial component requiring revision tka surgery is confirmed. The cause of this biologic/mechanical failure cannot be determined from the limited documentation provided." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.